Event description:
Consumer reported she has been getting hives after injection since (B)(6). She is using bd nano 2nd gen pen needles (no longer has box) with kwik pens. Also using 1ml 8mm easy touch syringes. Caller went to an allergist on monday (B)(6) 2025 and had an allergy test patch on skin from the (B)(6). Test informed nickel issues. Nothing else. Thursday night caller completed her injection with always a new needle and throat closed she passed out. Husband took her to the ER. She spent the night at the hospital due to anaphylaxis. She is on her way home now. (B)(6). Lot # unknown. Catalog# unknown bd nano 2nd gen pen needle. Date of event (B)(6) 2025. Sample status discard.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.